Event description:
Eighty-eight year old male resident of skilled nursing facility climbed out of the bottom left side of bed on 2/16/92 at 10:30 am. As his feet touched the floor, he began to fall and grabbed for the side rail. He was facing the head of the bed and as he was falling, the underside of his left upper arm was impaled by the side rail release handle. He was lifted off the release handle and taken by ambulance to the emergency room where two inch long puncture wound with muscle and tendon exposure was repaired by a plastic surgeon who diagnosed the injury as a laceration of left arm biceps.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: sterilization. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.